Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated that it was second motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer complaint notes, stated motor error alarm. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device history download using thds was successful. However, on the reports data shown (B)(6) 2021 13:20:34 had alarm_motor_error no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.